Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which it was noted that the pump was sticky, and the cylinders were exhibiting wear and tear. All components were removed and replaced. No patient complications were reported.